Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Customer complains of high results. Customer states that feels well and requires no medical attention. The customer's expected blood result is 70-100mg/dl fasting. Verified the strips expire 3/21/2018. Customer confirms the strips have been properly stored and were first opened (B)(6) 2016. Customer performed a back to back blood test and obtained 150mg/dl and 136mg/dl fasting. Reviewed meter memory: (B)(6). Memory concerns: 437mg/dl.